Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer service, the following was reported. On an unreported date, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. At the time of this report the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis. Per the patient the peritonitis was related to diabetes.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, follow up information was received by gpv from the nurse. The nurse clarified that the diagnosis of peritonitis was incorrect and that the patient had deep vein thrombosis. On (B)(6) 2012, the patient was admitted to the hospital. At the time of this report the patient was still in the hospital. Treatment included heparin therapy. At the time of this report the patient was recovering from the event. Pd therapy was ongoing. Per the nurse, the event of deep vein thrombosis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.